Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient found a black hole in a minicap. The patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection revealed 2 embedded particulate matters on the minicap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the cause of the reported issue was determined to be a manufacturing issue. Should additional relevant additional information become available, a supplemental report will be submitted.